Manufacturer narrative:
Concomitant product(s): dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a (B)(6) infection. The patient was treated with antibiotics, the implantable cardioverter defibrillator system was removed, replaced, and no further patient complications have been reported as a result of this event.